Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that during an infusion of veltri the device alarmed for a channel error and stopped infusing.  The IV was changed to a back-up pump and the affected pump was taken out of use. There was no report of patient harm. Biomed replaced the iui connectors which were reported to be "defective" with no details of the defect provided.